Manufacturer narrative:
Product ID 8870; product type software. (B)(4).

Event description:
The health care provider reported a "pump memory error: pump and catheter data invalid". The hcp was unsure of what software card they were using. They were still titrating the patient's medication up and they were increasing the patient's dose by 30%. The hcp planned to get a new software card. The pump delivered baclofen. Additional information has been requested; a follow-up report will be sent if information becomes available to us.

Manufacturer narrative:
Product ID, 8840 serial# unknown, product type programmer, physician product ID, 8780 serial# unknown, implanted: unknown, explanted: unknown. Product type catheter. (B)(4).